Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer was not cycling the cartridge during the load sequence, which is considered off label use. There was no adverse impact to customer¿s blood glucose level. A systems check was performed with tandem technical support and no issues were identified, however, a replacement pump was sent to the customer to resolve the issue.